Event description:
The customer reported to terumo bct customer support that during a cellular therapeutic plasma exchange (ctpe) procedure the patients blood pressure fell. The patient was then infused with saline and albumin and recovered. Customer declined to provide patient information, patient gender and weight were obtained from the run data file (rdf). The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.10. Investigation: per the customer, the patient hematocrit was 52% then plasma pump rate was low and acd-a volume returned to the patient was higher than lower hematocrit case. Volume to remove plasma was 2900ml and volume of replacement fluid was set at 2100ml (800ml of plasma was lost: 2900 - 2100). During the ctpe, blood pressure decreased to 70mmhg, then hematocrit became 64%. The hospital refines their replacement fluid by themselves with 25% albumin, lactate ringer, 1 0% saline. The patient's albumin value was 3.4% and albumin value of replacement fluid was 3.2%. The hospital has never seen any issues in the past. The equipment was checked by tbct and there was no problem found. The lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. The run data file was analyzed for the event. Review of the run data file and aim images for the tpe procedure did not indicate a specific root cause for the reported patient reactions reported for this procedure. If the patient is experiencing possible citrate reactions, the ac infusion rate can be decreased depending on patient tolerance. The ac infusion rate range is generally 0.8 1.2ml/min/ltbv. It is possible to go below and also above these values, however values above 1.2ml/min/ltbv put the system into caution status. It was confirmed that the ac infusion rate was set to 0.80ml/min/ltbv at the start of the procedure where it remained throughout the run. For specific patients, it may be beneficial to decrease the ac infusion rate and remain at a lower value for the remainder of the procedure. It was confirmed that the replacement fluid entered was custom with a 0% acda content. The customer stated they use their own replacement fluid confirming the albumin value of the replacement fluid was 3.2%. It is possible that the custom replacement fluid did not meet the patients need to maintain sufficient oncotic pressure or colloid osmotic pressure during and/or after the procedure. The inlet:ac ratio was set to the default value for tpe procedures of 13 where it remained throughout the run. There was clumping observed in the aim images indicating this value was likely too high for this particularly patient. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of (B)(4). Some of the most common reactions include fever, urticaria, hypocalcemic symptoms, pruritus, dyspnea, tachycardia, and mild hypotension. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigation: per the customer, the patient hematocrit was 52% then plasma pump rate was low and acd-a volume returned to the patient was higher than lower hematocrit case. Volume to remove plasma was 2900ml and volume of replacement fluid was set at 2100ml (800ml of plasma was lost: 2900 - 2100). During the ctpe, blood pressure decreased to 70mmhg, then hematocrit became 64%. The hospital refines their replacement fluid by themselves with 25% albumin, lactate ringer, 1 0% saline. The patient's albumin value was 3.4% and albumin value of replacement fluid was 3.2%. The hospital has never seen any issues in the past. The equipment was checked by tbct and there was no problem found. The lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. The run data file was analyzed for the event. Review of the run data file and aim images for the tpe procedure did not indicate a specific root cause for the reported patient reactions reported for this procedure. If the patient is experiencing possible citrate reactions, the ac infusion rate can be decreased depending on patient tolerance. The ac infusion rate range is generally 0.8 ¿ 1.2ml/min/ltbv. It is possible to go below and also above these values, however values above 1.2ml/min/ltbv put the system into caution status. It was confirmed that the ac infusion rate was set to 0.80ml/min/ltbv at the start of the procedure where it remained throughout the run. For specific patients, it may be beneficial to decrease the ac infusion rate and remain at a lower value for the remainder of the procedure. It was confirmed that the replacement fluid entered was ¿custom¿ with a 0% acda content. The customer stated they use their own replacement fluid confirming the albumin value of the replacement fluid was 3.2%. It is possible that the custom replacement fluid did not meet the patient¿s need to maintain sufficient oncotic pressure or colloid osmotic pressure during and/or after the procedure. The inlet:ac ratio was set to the default value for tpe procedures of 13 where it remained throughout the run. There was clumping observed in the aim images indicating this value was likely too high for this particularly patient. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported to terumo bct customer support that during a cellular therapeutic plasma exchange (ctpe) procedure the patients blood pressure fell. The patient was then infused with saline and albumin and recovered. Customer declined to provide patient information, patient gender and weight were . The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: per the customer, the patient hematocrit was 52% then plasma pump rate was low and acd-a volume returned to the patient was higher than lower hematocrit case. Volume to remove plasma was 2900ml and volume of replacement fluid was set at 2100ml (800ml of plasma was lost: 2900 - 2100). During the ctpe, blood pressure decreased to 70mmhg, then hematocrit became 64%. The hospital refines their replacement fluid by themselves with 25% albumin, lactate ringer, 1 0% saline. The patient's albumin value was 3.4% and albumin value of replacement fluid was 3.2%. The hospital has never seen any issues in the past. The equipment was checked by tbct and there was no problem found. The lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. The run data file was analyzed for the event. Review of the run data file and aim images for the tpe procedure did not indicate a specific root cause for the reported patient reactions reported for this procedure. If the patient is experiencing possible citrate reactions, the ac infusion rate can be decreased depending on patient tolerance. The ac infusion rate range is generally 0.8 ¿ 1.2ml/min/ltbv. It is possible to go below and also above these values, however values above 1.2ml/min/ltbv put the system into caution status. It was confirmed that the ac infusion rate was set to 0.80ml/min/ltbv at the start of the procedure where it remained throughout the run. For specific patients, it may be beneficial to decrease the ac infusion rate and remain at a lower value for the remainder of the procedure. It was confirmed that the replacement fluid entered was ¿custom¿ with a 0% acda content. The customer stated they use their own replacement fluid confirming the albumin value of the replacement fluid was 3.2%. It is possible that the custom replacement fluid did not meet the patient¿s need to maintain sufficient oncotic pressure or colloid osmotic pressure during and/or after the procedure. The inlet:ac ratio was set to the default value for tpe procedures of 13 where it remained throughout the run. There was clumping observed in the aim images indicating this value was likely too high for this particularly patient. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Some of the most common reactions include fever, urticaria, hypocalcemic symptoms, pruritus, dyspnea, tachycardia, and mild hypotension. Root cause: a root cause assessment for the adverse reaction was performed for this complaint. The reported hypotension is a common side effect of therapeutic apheresis procedures. It is typically caused by fluid shift, blood loss, length of the procedure, patient's sensitivity to the procedure and/or hemodynamic stress of the procedure. Cause for the patient¿s elevated post hct cannot be determined but may be due to patient sensitivity to the procedure and/or disease state. Cause for the clumping identified during the investigation was related to an operator error where the inlet:ac ratio was set too high for this patient.

Event description:
The customer reported to terumo bct customer support that during a cellular therapeutic plasma exchange (ctpe) procedure the patients blood pressure fell. The patient was then infused with saline and albumin and recovered. Customer declined to provide patient information, patient gender and weight were obtained from the run data file (rdf). . The collection set is not available for return because it was discarded by the customer.